Event description:
A 16 mm diameter x 11.5 cm length aneurx iliac stent graft was implanted in a pt for the endovascular treatment of right common iliac artery aneursym in 2004 without implantation of a bifurcated stent graft. The pt's iliac arteries were reported to be moderately tortuous and moderately calcified with narrowing of the proximal external iliac artery. It is unknown if an introducer sheath was used to advance the delivery system. It was reported that stent graft was successfully deployed; however, while retracting the runners for removal of the delivery system the physician felt "retraction forces" and tugged on the delivery system. The retraction forces were relieved and the delivery system was successfully removed from the pt. The physician turned his attention to the groin area for closure of the skin and noticed a shiny metal object which was found to be a section of a runner approximately 2- 3 inches in length. The runner piece was removed with a hemostat without difficulty. The delivery system including the runner piece were discarded and will not be returned to medtronic. Several unsuccessful attempts were made to obtain additional information from the physician regarding the delivery system. No clinical sequalae were reported, and the pt is reproted to be fine.